Event description:
Patient underwent surgery on her right ankle for a torn tendon. Following the surgery she received cold therapy for seven days while her foot was in a cast or splint. Patient did not know what temperature the unit was set at initially nor does she know if anyone adjusted the temperature at any time. She called her physician to complain of pain at the wound site numerous times. On each occasion, she was told to increase her oral pain medication. Upon removal of the cast or splint, a necrotic ulcer was revealed. She had a subsequent skin graft and continues to treat with a pain specialist and orthopedic physician. The cause of the injury was thought to be pressure from the cast. Blood vessel constriction, infection or possibly related to the cold application. She is disabled according to her insurance company. It was not possible to speak to the patient's surgeon as the patient would not reveal the surgeon's name due to a potential legal action. Patient mentioned several times that she did not feel the unit was at fault. She believed she was inappropriately treated by her physician.